Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the device exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post all pcs returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was found fractured during auditing the tray in the local office of distributor. All fractured pieces were returned. No adverse events have been reported as a result of this malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.